Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a loose open/close sensor on auxiliary fh drawer 7, which failed to detect the magnet on the inspection latch. A field service engineer addressed this problem by removing the hard stop and readjusting the sensor. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
The customer reported that the pyxis medstation es system experienced a malfunction with the drawer. The customer also mentioned that the drawer requires maintenance. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.